Event description:
It was reported that a malfunction occurred on the pump, identified as malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller in doing so. The malfunction did not recur after resetting, and the customer was instructed to continue using the pump and to call back if the issue reappeared. The customer acknowledged and understood the instructions.